Event description:
It was reported that the patient had post operative complications of right heart failure (rhf) that required a right ventricular assist device (rvad), 3 hematomas and tamponade with evacuation, a frontal ischemic stroke (B)(6) 2019 with adjustment disorder, gastrointestinal bleeding (gib), an acute kidney injury (aki) that required continuous renal replacement therapy (crrt) and intermittent hemodialysis (ihd) until (B)(6) 2019, stenotrophomonas pneumonia, and iliopsoas hematoma on index admission. No aortic insufficiency, cannula malposition, driveline issues, or infection were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Corrected data: section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, bleeding, stroke, and renal dysfunction and that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.